Event description:
On (B)(6)2010, a spectra malleable device was implanted. Information received on 08/25/2010 indicates patient is waiting to be scheduled for a removal reason was not provided. Ams has requested additional information.

Manufacturer narrative:
Unable to determine if the event is related to a device malfunction. Information suggests the device has not been removed at this time. No conclusion can be drawn at this time. Three attempts have been made to obtain additional information and were unsuccessful. Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent.